Event description:
It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Lead provocation testing was performed and the noise was reproducible. The physician suspected ra lead insulation damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. No additional intervention was performed. The patient was in stable condition and will continue to be monitored.